Manufacturer narrative:
Insulin passed displacement test. Unable to prime during prime test due, to faulty force sensor. Insulin pump was not able to perform excessive no delivery test due to prime anomaly. Insulin pump received with minor scratches on lcd window, cracked lcd window, case at display window corners and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Customer's blood glucose at that time was 79mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. No further information provided.